Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product return stroke/peri-procedural adverse event: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient initially received an impella cp for cardiogenic shock and was later escalated to an impella 5.5. Following the procedure, the registered nurse observed that the patient¿s mouth was drawn to one side; however, the patient and family explained that this was due to a previous jaw procedure, which also caused difficulty with chewing. The patient was alert and oriented, able to follow commands, and answered questions appropriately, though some changes in speech were noted. A head computed tomography scan was performed, revealing multiple areas of infarction. The patient remains on impella 5.5 support and dialysis therapy, with a dialysis catheter placed in the right internal jugular vein.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A 69-year-old female with acute myocardial infarction¿related cardiogenic shock received an impella 5.5 device following support with an impella cp device. A complaint was filed regarding the patient being diagnosed with a stroke after a positive head computed tomography scan showing multiple areas of infarction. The patient was alert and oriented, followed commands, and answered questions appropriately, with some changes in speech. The patient remains on dialysis support and impella 5.5 support. The patient¿s family argued that after a previous jaw procedure, the side of the mouth was drawn to that side, along with chewing difficulty. H6. Health effect - clinical code added. H6. Health effect - impact code added. H6. Health effect - impact code f12 no longer applies.

Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. B5 additional information was received. H6 added type of investigation code as it was omitted from the initial report that was submitted. H10 related report number was added. This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5.

Event description:
Additional information was received. The latest update on the patient is that ¿she was doing very well post pump removal and transferred out of cardiovascular intensive care unit to step down unit¿ per the bedside registered nurse.